Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Please note that per the package insert, "in order to ensure proper test performance, it is important to read the result promptly at 15 minutes, and not before. Results should not be read after 30 minutes."

Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative with binax now covid-19 ag card assay performed on (B)(6) 2021. On a direct tested nasal kitted swab. The nasal swab was used per product insert instructions. Repeat testing was performed three times that day. Each result came back negative. The next day the patient came in for a test and tested positive using binax now covid-19 ag card assay. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to test results. Additionally, the customer confirmed there was no delay or impact in the patients treatment. The customer stated the patient was exposed to covid-19 at home and suspected a positive result. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.